Event description:
The pump was returned for investigation. Investigation revealed that the lead screw ball bearing was missing, and that the force sensor was out of calibration. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed multiple loss of prime warnings had occurred. A rewind, load, and prime sequence was performed with no issues. The pump was exercised for 24 hours with no prime issues occurring. The force sensor calibration was found to be out of specification. The pump was opened for further investigation, and the ball bearing was found to be missing from under the lead screw. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).